Event description:
At the 6-month follow-up (2008), the pt was experiencing angina pectoris. The pt was diagnosed with a non-q-wave myocardial infarction. An angiography confirmed stent thrombosis. There was a focal 90% "stenosis" and proximal peri-stent restenosis. The target lesion was treated with balloon dilation only. The report is from the registry. The pt was a male with a history of previous CABG, hypertension, hyperlipidemia, and diabetes. The indication for the index procedure was an acute myocardial infarction less than 6 hours before the index procedure. The first target lesion was in the distal portion of an svg which the distal anastomosis leading to the obtuse marginal. The vessel diameter was 3mm and the lesion length was 23mm. Pre-procedure stenosis was 100% and timi flow was 0. The lesion was de novo. The lesion was pre-dilated with a 2.5x15mm balloon at 6atm. A cypher was deployed at 14atm. Post-procedure stenosis was 0% and timi flow was 3. The 2nd target lesion was in the ostial portion of the same svg. The vessel diameter was 3.5mm and the lesion length was 18mm. Pre-procedure stenosis was 60% and timi flow was 3. The lesion was de novo. The lesion was not pre-dilated. A cypher was deployed at 14atm. Post-procedure stenosis was 0% and timi flow was 3. Post-procedure, peak ck was 3 times above upper normal level (unl), peak ck-mb was 3 times above unl, and troponin was greater than 5 times above unl. There were no procedural complications and the pt was discharged 3 days post-procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.